Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external and internal inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. Test article, piston foam, was installed and the device passed the volumetric accuracy test. The evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home choice (hc) failed the accuracy confirmation test during evaluation. There was no patient involved. No additional information is available.